Event description:
Ous MDR - after an implantation period of approx. 44 months, ventricular oversensing was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 550 ohms between (B)(6) 2017 and the beginning of (B)(6) 2018 with two subsequent decreases to <200 ohms. Furthermore the provided iegms demonstrated the oversensing of noise artifacts as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.